Event description:
Smiths medical international ltd, has been notified of an event that the user alleges the tracheostomy tube in use for eight hours and air leakage was discovered. It is not known if tracheostomy tube was pretested per instructions for use. No adverse outcome to pt. Event occurred in another country.